Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulators (ins) for parkinson¿s dual and movement disorders. It was reported the patient has had trouble walking since they turned it on. This started a week or two after the device was put in. They went to the doctor last wednesday and their settings were adjusted but the patient was still having trouble. They were at 2.3v, as it was just raised to that by the doctor. The patient has had many falls; the last one was on (B)(6) 2017, they went to the ER and had a broken nose and cheekbone, and they had a cut on their forehead. They noted they've had falls pretty much every month since the device was put in. The stim was noted to be on. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient weight was updated. The circumstances that led to the issue was noted as walking outside, unstable balance, and level ground. The patient also noted they have a tendency to lean forward while walking. The patient landed on their face when they fell, breaking their nose and sinus bone. They were using a cane in this incident. If they stoop to pick up an item, they tend to topple. They are dizzy frequently. The falls and the problems walking remain unresolved.